Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. A new cartridge was loaded and a cartridge change error message occurred. A new cartridge was successfully loaded to address the event, insulin delivery was resumed, and the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was 260 mg/dl and the bg level was addressed with a bolus via the pump.